Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No unexpected numbers scrolling during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and stained end cap sticker.

Event description:
It was reported that the insulin pump had continuously scrolling numbers observed during a bolus attempt after the device had been exposed to water. The customer's blood glucose was 4.5 mmol/l. The caller stated that user had gone into the water and the insulin pump got wet. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.